Manufacturer narrative:
The reported event of equipment issues could not be confirmed on (B)(4). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of the device could not be performed since the device was not returned for evaluation. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that on (B)(6) 2015 the patient called the surgery clinic complaining of equipment issues. His appointment was moved forward to (B)(6), the next day, but it had to be canceled. The surgical nurse practitioner spoke to the patient that day, as well as perfusion team; he switched to his backup ac adapter per their suggestion. He was admitted on (B)(6) 2015 for minor hemoptysis and was seen by perfusionist team on (B)(6). There appeared to be an electrical short with the cord of his ac adapter; it switched from the ac adapter to battery power without manipulation or movement. He was issued a new ac adapter.